Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose on (B)(6) 2018 with blood glucose of 47 mg/dl at the time of the incident. The customer was at 50 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. The caller believes the pump is over delivering as the customer had been low all day and the parents had not touched the pump. Troubleshooting was completed. The customer was also going through batteries in a short period of time. The insulin pump will be returned for analysis.